Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block. The customer reported that infusion set was changed. The blood glucose level was 21.1 mmol/l at the time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.